Event description:
Optician reported that pt was disgnosed with an infectious corneal ulcer in the left eye. Culture results indicated the presence of pseudomonas seruginosa and staphylococcus. The pt was treated with ocuflox drops. Attempted to obtain additional info. The account was unable to provide any further info. The product in question was returned to the MFR in 2006 for evaluation.

Manufacturer narrative:
Product evaluation five sealed blisters were returned from the product multipack in question. The parameters of the lenses were measured and a visual inspection was performed. The lenses meet co standards for base curve, center thickness, and diameter. No visual attributes were observed. Lot history review: the solution was also tested. The ph and conductivity were within specification. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirement were successfully completed.